Manufacturer narrative:
Investigation conclusion: 1003 sample were received. 1000 came in sealed packaging blisters. 3 more came in a ziploc plastic bag; one of these three is connected to a 10ml syringe. The syringe is empty with the plunger rod rubber stopper all the way down. These three samples were visually inspected first with a 10x magnifier lens and then with microscope 30x. No foreign matter was observed; special focus was given to the shaft of the needle. 200 random samples were inspected from the rest; no foreign matter or any other defect was observed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: failure mode could not be verified. Rationale: CAPA not required at this time.

Event description:
It was reported bd needle 18x1in blunt fill was contaminated with foreign matter in the fluid pathway. This was discovered prior to use. The following information was provided by the initial reporter: verbatim: t was reported that there is a contamination issue with these needles. It was clarified that the foreign matter was a thin plastic shaving on the shaft of the needle. Reporter specified that foreign matter was found on needle shaft was like a thin plastic shaving of varying color during compounding so no pt contact.